Event description:
The customer reported to spacelabs healthcare that a patient incident occurred with an ariatele device. During the event, the patient appeared to be hypoxic despite no indications of low oxygen saturation by the ariatele. This was noticed by clinical staff and a secondary handheld pulse oximeter was used to confirm the patient was hypoxic. Treatment was administered and the patient survived. During troubleshooting, the technical support representative confirmed that the customer was using an sp02 sensor which is not compatible with the ariatele transmitter. The customer was provided documentation that states the sensor was incompatible and to only use approved sensors going forward. The cause of the reported issue was due to the use of incompatible sp02 sensors which provided inaccurate results.